Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). (B)(4).

Event description:
It was reported by the affiliate via phone that the fms duo+ pump/shaver combo stopped working after 30 seconds of use. There was no further information available. A loaner has been requested by the customer.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for repair. The repair report indicates: cpu board out of service, board replaced suction pump head bearings blocked. Guide line twisted. Pressure fingers and worn rubber feet replaced. The defective cpu board is the root cause of this failure. This complaint can be confirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12-7-2017 and passed all functional testing before being returned to the customer. No further investigation is required. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).